Manufacturer narrative:
Device was received with battery voltage at elective-replacement level (eri). Analysis indicated device was being implanted beyond its projected longevity period and considered normal battery depletion. At this stage, the battery¿s capacity is significantly reduced and its voltage level is sensitive to variations in usage. These conditions can result in fluctuations of measured battery voltage level, which affects the longevity estimates. After programming the device to nominal settings, battery voltage recovered above eri.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the projected battery longevity was reducing faster than device estimation. No intervention was reported. The patient was in stable condition.

Event description:
New information received noted that the patient would be monitored monthly to measure battery longevity.

Manufacturer narrative:
Correction: updated weight received.

Event description:
New information received noted that the device was explanted and replaced on (B)(6) 2020. The patient was in stable condition.